Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with blood glucose reportedly peaking near 400 mg/dl and measuring 316 mg/dl at the time of the call after a late-night snack and overtreatment of a preceding low (52mg/dl), followed by pump-delivered corrections. Symptoms included low and high blood glucose. Outcomes included treatment and troubleshooting with education. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that late-night carbohydrate intake and overtreatment of hypoglycemia likely led to sustained hyperglycemia. It was concluded that the device was functioning and that user actions were the likely cause.